Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported infection/skin irritation and subsequent ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported having skin irritation while wearing the pod. She said the area was itchy and hot and the redness was the size of the pod. The customer went to the emergency room and was diagnosed with an infection which was treated with antibiotics. The pod was worn between 36 and 48 hours.